Event description:
The pt was implanted with a left ventricular assist device (lvad). The MFR rec'd user facility report (B)(4) registry indicating that the pt accidently disconnected his percutaneous lead, causing the pump to stop.

Manufacturer narrative:
The MFR is attempting to acquire add'l info regarding the reported event. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed. (B)(4).

Manufacturer narrative:
The report of a pump stoppage due to the disconnection of the percutaneous lead (lead) from a power source was confirmed based on a review of the log file data submitted to the manufacturer at the time of the event. The patient had accidentally disconnected the percutaneous lead; however, pump function resumed after changing the batteries and reconnecting the lead. It appeared the loss of power to the system was related to user error. No further related issues were reported to the manufacturer following this event and the patient received a heart transplant after approximately 1 year, 8 months of support on the lvad. No product was returned for analysis. The device¿s approved labeling explains that the disconnecting the percutaneous lead will cause the pump to stop. A review of the device history records revealed the pump met all applicable specifications upon product release. No further information is available at this time. The manufacturer is closing its file on this event.

Event description:
It was reported that the patient's batteries went low and when he reconnected the percutaneous lead and switched to new batteries, and the pump restarted with no further issues. After 1 year, 7 months of support on the lvad, the patient was successfully transplanted.